Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the elective replacement indicator was prematurely triggered. The root cause could not be determined. The device longevity reached was normal.